Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1n51g serial# implanted: (B)(6) 2018: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 09-jan-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the reason for the call was to inquire about MRI scanning eligibility. The agent reviewed the scanning safety information for the patient's registered device. The patient said their system hasn't been working for a few years. The patient said they were supposed to get a new system implanted with their old doctor, dr., after covid, but surgery was cancelled because their blood sugars were too high. It was also determined by dr. Via x-ray that the "leads are not on," so hcp decided to turn therapy off. . The agent asked if the patient was told to keep the system turned off, and the patient said they weren't given any instructions. The patient also said they haven't felt any vibration or stimulation since the day that therapy was turned off. The patient is unsure of their plan of care because they stated their hcp "forgot about me." Given potential lead issues, the agent suggested the patient reach out to managing hcp (the agent provided the doctor's name as it was listed in the registration) before turning therapy back on. The agent suggested the patient request to discuss the lead issue and surgery plan at the follow-up appointment.